Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The returned device was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube assembly were returned in the fully rear-locked position. A portion of suture was returned with the device. The proximal end of the suture was found to have been torn, and the distal end had been cut. No damage or deformation to the assembly was identified. Functional testing was performed by attempting to manually pull suture within the tubing. However, the suture broke during deployment and was able to be broken into multiple pieces. The hemostasis sheath and carrier tube were subsequently separated, and the carrier tube hub was opened to inspect the spool and suture. The spool was found to have been intact, and no blockages or issues with the spool were identified. The complaint can be confirmed for suture breakage. The exact root cause cannot be determined. Functional testing was performed, and the suture did break during deployment. However, the certificate of analysis was subsequently reviewed to ensure manufacturing standards were maintained. The coa and DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of birth requested, not provided. Weight requested, not provided. Ethnicity requested, not provided. Race requested, not provided. Explanted date device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after the angio-seal device was withdrawn, the suture snapped when tension was being applied. The tamper tube could not be pushed, but fortunately, hemostasis seemed to have been achieved. Additional manual compression was applied for about 5 minutes and hemostasis was successfully achieved. The physician asked for an investigation into the cause and position of the snapped suture. There was no health damage. The blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.